Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the device clinical information is unknown due to insufficient information. The philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. Upon troubleshooting, the root cause was identified as incorrect dip switch settings on the kmd device. To resolve the problem, onsite visit, field service engineer (fse) corrected the dip switch settings. All three switches were detected, and bist passed. After correcting the dip switch settings, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system generated a remote alert indicating "flexviewing computer: user cannot control all workstations. Multiple keyboard mouse devices have an identical dip switch setting", which can impact imaging displays. No harm was reported to philips. Philips has started an investigation of this complaint.